Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had powered off during a patient event. &#911; additional information on the patient or the event has been provided. &#1288;ere was no known adverse effects as a result of the reported issue.